Event description:
Cusomer reports getting high readings that were not consistent with how the pt felt. Originally believed that the pt had forgotten to take their insulin, however, when dosed with the normal amount of insulin (because of 522 reading), pt became shaky a little later and retested (result of 20). Paramedics were called - they were able to bring up their blood sugar. Believe the meter was testing inaccurately.